Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the customer provided three photos for evaluation. The first photo shows an unraveled guide wire, the second and third show the product lidstock. The complaint of guide wire unraveled was able to be confirmed by the photos. A complete visual inspection to evaluate the nature of the break and potential causes could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photos. The customer photos show a used guidewire with evidence of unraveling, however, full complaint verification testing to evaluate the nature of the break and potential causes could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on friday, a 3-lumen catheter was defective during the procedure. When pulling out the guide wire, it came completely unraveled." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "poor". It was reported their current condition is unrelated to the event.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "on friday, a 3-lumen catheter was defective during the procedure. When pulling out the guide wire, it came completely unraveled." No patient harm or injury. No medical intervention required. The patient's current condition is reported as "poor". It was reported their current condition is unrelated to the event.